Manufacturer narrative:
(B)(4). Ventilator serial number was not provided. Manufacture date is unknown because the ventilator serial number was not provided. A service engineer evaluated the device, replaced the oxygen mixer and the ventilator worked properly.

Event description:
It was reported that during patient use a ventilator oxygen level was set at 50% but the actual value was 38-40%. The device continued ventilating/cycling. The patient was transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.